Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. The reported condition was verified. To resolve the issue, the qualified technician replaced the base of the machine. Test and troubleshooting were performed and the machine was returned to service. The cause was associated with mishandling during shipping or storage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a prismaflex machine, the base fell down and was severely damaged. There was no patient involvement no additional information is available.